Event description:
It was reported that a chest x-ray revealed that the right atrial lead had dislodged. The lead was explanted and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
(B)(4).